Manufacturer narrative:
The reported complaint was confirmed for thermogard console ((B)(4)). The bath temperature was re-calibrated to remedy the reported issue. After service, the console passed final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console ((B)(4)) was used for ivtm therapy. The patient completed the cooling phase and maintained target temperature. Prior to initiation of rewarming, the patient's temperature was at 34 degree celsius. The console was set to a controlled rate of 0.10 degree celsius/hour for rewarming. After 4 hours of rewarming, it was observed that the patient's temperature reduced to 33.8 degree celsius. Additionally it was observed that the cooling bath was about 10 degree celsius. After replacing the console and the suk, the patient has reached the target temperature. No known impact or consequence to patient reported.